Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a customer low readings on his adc freestyle libre sensor. Readings were reported as follows: 62 mg/dl at 00:49h, 70 mg/dl at 02:51h, 38 mg/dl at 03:36h, 49 mg/dl at 04:14h, and 51 mg/dl at 4:52h. It was further reported the customer experienced a loss of consciousness and was taken to the hospital where a reading of "700+ mg/dl" was obtained on the hospital device one hour after the last adc sensor scan result. Customer was diagnosed with hyperglycemia and treated with insulin intravenous fluids until his normal glucose levels were restored. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare professional reported a customer low readings on his adc freestyle libre sensor. Readings were reported as follows: 62 mg/dl at 00:49h, 70 mg/dl at 02:51h, 38 mg/dl at 03:36h, 49 mg/dl at 04:14h, and 51 mg/dl at 4:52h. It was further reported the customer experienced a loss of consciousness and was taken to the hospital where a reading of "700+ mg/dl" was obtained on the hospital device one hour after the last adc sensor scan result. Customer was diagnosed with hyperglycemia and treated with insulin intravenous fluids until his normal glucose levels were restored. There was no report of death or permanent impairment associated with this event.